Event description:
It was reported by the field service engineer that the side rail has a broken weld which would prevent the side rail from remaining latched. Additionally, this also resulted in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Reporting the catalog number and serial number in section d. No sharp edges were observed during the evaluation.

Event description:
It was reported by the field service engineer that the side rail has a broken weld which would prevent the side rail from remaining latched. Additionally, this also resulted in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.